Event description:
It was reported that the patient experienced high blood glucose after reconnecting an ilet system because the infusion tubing had not been fully filled prior to connection, leading the patient to disconnect from the pump and administer a subcutaneous insulin pen dose before performing a proper fill that produced visible drops and then resuming pump delivery. Symptoms included a hyperglycemic peak of 364 mg/dl with no associated symptoms. Outcomes included an unexpected medical intervention requiring medication to address the residual hyperglycemia. Investigation included troubleshooting and education on correct supply change steps, including ensuring adequate cartridge volume and sufficient press-and-hold duration during tubing fill. Investigation of this case revealed that incomplete tubing priming before site connection caused inadequate insulin delivery, which was remedied by additional fill and reconnection. It was concluded, based on previously established findings for similar reports, that user technique during supply change caused the event.

Manufacturer narrative:
Initial.